Event description:
The customer reported that control-iq was not adjusting insulin delivery as expected. Blood glucose level was recorded at 39 mg/dl during the issue, which is below the normal range. The customer addressed the low blood glucose issue by consuming carbohydrates and did not require third-party assistance. Technical support provided education to the customer about the functionality of control-iq, including its predictive technology and reliance on programmed weight information for adjustments. Although the customer acknowledged the explanation, they did not agree that control-iq was functioning as intended due to incorrect tdi and weight settings.